Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): we got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kits. The customer just purchased the test kits at giant pharmacy, so this is an out of box issue. When the customer performed both tests correctly with 4 drops in the sample well. The test cassettes both showed a red line next to the t-line, nothing next to the c-line. Customer said there was no control line visible. The customer could not send any pictures of the test cassettes; they were thrown away. I advised the customer that I would forward the information to the complaint team for review. The customer will await a response back from acon labs.